Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had an MRI this morning and when they placed the communicator on their back, they had a burning sensation like acid was going through them. The patient stated this issue started since the day of the surgery. The patient stated that they told the recovery nurse about the pain and the nurse gave them medication in the beginning but now they were sore from the surgery which was not a big deal but whenever they try to use the device, they were getting massive pain. The patient mentioned that they were told different things in the doctor's office and that it could be that the ins was not in the right place or it's pressing on the nerve. The patient noted that the healthcare provider (hcp) advised them to turn off the therapy for a couple of days to see if the pain goes away to tell if it's the interstim or the pocket from the procedure. The patient said that the pain got better when they got it off but when they turned the therapy back on the pain came back. Agent asked the patient if this was before or after the MRI and patient stated that it started again after the MRI because they tried to turn it back on. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent sent an email to the manufacturer representative (rep) asking to contact the patient. Additional information was received from the patient. The patient stated that they were still having issues with the pocket where the implant was located. The patient stated it seems the ins was not very deep and it hurts when they touch the area an when they place the communicator over the implant. The patient said it feels like acid burns their skin very bad. The patient said they though they were overreacting after the implant but a few days later they were experiencing this massive pain. Patient said they saw their manufacturer representative (rep) and were able to make adjustments to their therapy. The patient said their healthcare provider (hcp) also prescribed some medication patches to apply near the area but they were not covered by their insurance. The patient said they will see their hcp again next tuesday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.